Event description:
"Trocar fracture into 3 pieces. Had to retrieve pieces of broken trocar."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.